Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the left motor gearbox is locking up, intermittently, stated the chair is turning to the left.